Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl with large ketones and blurred vision associated with an intermittent power issue. Reportedly, the patient discontinued the insulin pump and received phone advice regarding treatment. The patient self-treated with insulin via injection. During troubleshooting with customer technical support, the customer was advised to use a battery from a new pack; the pump did not power on appropriately. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a power issue.